Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain. X-ray revealed perforation and pneumothorax from the right atrial (ra) lead. The helix was confirmed outside of the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.